Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the volume is not working; no audible alarm can be heard. A philips remote service engineer (rse) spoke to the customer, and determined that the speaker cable was not properly connected to the computer. The issue was resolved by reconnecting the speak cable. At the time of this report, it was not known how the speaker became disconnected. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A customer biomedical engineer (biomed) reconnected the speaker. It was determined this was not a product malfunction; this is considered a user issue. Once reconnected, the device was operational.